Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: d1, d2a, d2b, d3, d4, g4 ¿ 510k: this report is for an unknown constructs: titanium elastic nail/unknown lot. Part and lot numbers are unknown; UDI number is unknown. D9: complainant part is not expected to be returned for manufacturer review/investigation. H3, h4, h6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. H6 component codes: most relevant component code is g07002 (appropriate term/code not available) to capture no findings available due to no product returned. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This complaint is from a literature source. The following literature cite has been reviewed: afsal rasheed and jacob p, (2024), the clinical and radiological outcome of forearm fractures treated by intramedullary tens nailing in a tertiary care teaching institute in kerala, int j acad med pharm 2024; vol 6 (2); pages 29-33, india. Objective/methods/study data: the aim of this retrospective study was to evaluate the functional and radiological outcome of both bone forearm fractures treated with closed reduction. Between 30-march-2021 and 31-january-2022, a total of 56 patients with forearm fractures were studied comprising of 40 males and 16 females with mean age range of 8-18 years. These patients underwent internal fixation with titanium elastic nailing, the mean follow up period of 6 months. Lot, model and catalog number are not available, but the suspected depuy synthes device possibly associated with reported adverse events: unknown synthes titanium elastic nail adverse event(s) and provided interventions possibly associated with unknown synthes titanium elastic nail (7 qty) 2 cases with poor results had developed infection and were treated by debridement and parenteral antibiotics. One of those patients developed stiffness as well. 5 cases developed mild degrees of loss of forearm rotation, no treatment noted. This report involves one unk - constructs: titanium elastic nail this is report 1 of 1 for (B)(4).